Manufacturer narrative:
Continuation of d11: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter h1 was updated/corrected to serious injury medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump had flipped enough for retraction of the catheter out of the epidural space. It was noted the patient underwent explant and the patient had pus in the pocket. The issue was resolved as the patient was explanted. The patient¿s weight at the time of the event was 179 pounds. No further complications were reported/anticipated or expected.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient was at the emergency department stating something felt as though it was disconnected and that something was moving/loose in the lower abdomen along with increased back pain. The back pain began thursday, (B)(6) 2019, so friday the it dose was increased 10%. While pushing on the pump area this morning was when patient thought something was loose. Caller did not have access to a physician programmer and had not contacted the patient's pump doctor. Caller had not heard any audible pump alarms. Caller inquiring if the pump/catheter were disconnected would there be drug going in to the pump pocket and if there was a catheter issue would the pump alarm. Troubleshooting was performed with the caller, reviewing pertinent information per the caller's inquires and redirected caller to have the manufacturer¿s representative (rep) paged. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2019, product type catheter, product ID 8781, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the device manufacturer representative indicated that the patient was receiving dilaudid (5 mg/ml at .56 mg/day) via an implantable infusion pump. It was reported that the pump had flipped multiple times and caused the catheter to be pulled out of the epidural space. During the catheter revision it was discovered that the pocket had signs of infection. No troubleshooting was performed to discover cause due to the presence of an infection. The pump and catheter were explanted and were disposed of by the customer. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient was at the emergency department stating something felt as though it was disconnected and that something was moving/loose in the lower abdomen along with increased back pain. The back pain began thursday, (B)(6) 2019, so friday the it dose was increased 10%. While pushing on the pump area this morning was when patient thought something was loose. Caller did not have access to a physician programmer and had not contacted the patient's pump doctor. Caller had not heard any audible pump alarms. Caller inquiring if the pump/catheter were disconnected would there be drug going in to the pump pocket and if there was a catheter issue would the pump alarm. Troubleshooting was performed with the caller, reviewing pertinent information per the caller's inquires and redirected caller to have the manufacturer¿s representative (rep) paged. There were no further complications reported/anticipated.